Event description:
It was reported that the blade snapped during an elbow replacement procedure. This breakage occurred where the blade is connected to the saw. It was further reported that the procedure was continued using a second blade which also snapped at the same place. No adverse consequences were reported.

Manufacturer narrative:
The blades subject to this complaint were not returned for evaluation. Documentation reviewed, confirmed conformance to required specification during manufacture. It was not possible to determine the root cause for the alleged breakage.